Event description:
Per the clinic, the patient was administered with antibiotic and steroid drops (date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.